Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella rp flex was removed sooner than intended due to placement signal failure. The patient survived.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. The data logs confirm pattern associated with sensor drift with placement signal increasing as pump flows decreased with stable motor current readings and no p-level change or ingestion events. The root cause of the placement signal issue was most likely due to sensor drift of the differential pressure sensor as evidenced by pattern in the logs.